Event description:
It was reported that the springs inside the battery compartment of the sitter select alarm unit are broken. No pt injury reported.

Manufacturer narrative:
(Other) springs inside the battery compartment are broken, unlabeled. Eval results: (other) a visual inspection of the alarm shows that the battery door and battery connectors inside the unit were damaged and there was a battery acid leak. The product was repaired and replaced to customer.